Event description:
The plastic kinked so they couldn't get the wire (olympus 025 visiglide) through the stent. Pigtail straightener (black) is too small for the length of the pigtail. Both issues occurred with all three devices in the same procedure. User error: incorrect size wireguide used. (Reference (B)(4)/ MDR#3001845648-2022-00210, (B)(4) / MDR#3001845648-2022-00201 and (B)(4)/ MDR#3001845648-2022-00202) user used additional product (zsos) from same line to complete procedure. Problem was not with the wire. User error: incorrect size wireguide used with replacement device. ((B)(4)- this complaint.) No adverse effects to the patient reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zimmon biliary stent device of rpn and lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zimmon biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. To ensure conformity of all batch release products, pack qc procedures, verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.